Event description:
It has been reported to philips that the fluoroscopy was not in real time. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the diagnostic procedure was performed when the issue happened. To complete the procedure, the customer manually adjusted the pedal cable. Philips field service engineer (fse) inspected onsite and confirmed the reported issue and evaluated both the quality of the images and the activation of fluoroscopy. Upon troubleshooting, fse has detected a problem with the foot pedal connector and loose screws and a stuck broken connector in the patient table base. Fse found a broken connector screw in table base connector box. To resolve the problem, fse replaced the foot pedal on another case and return part for further analysis and found physical damage included damaged cable insulation, a broken connector, a missing anti-slip pad, and a loose bracket. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information collected, the procedure remained unaffected, allowing the customer to successfully finish, by manually adjusted the pedal cable, the customer was able to keep using it. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.